Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: units nor photos were not provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. DHR review was previously conducted for pr (B)(4) cr which disclosed the following: lot 8009554; was built on afa line 5 on 13jan2018 through 16jan2018 and packaged on afa line 10 for the quantity of 244,010ea. DHR review disclosed no indication of the alleged defect. It was noted that there were no reject findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans. In process samples for needle retraction by button activation were performed on various stages throughout the build of this lot, all the inspections passed per specifications. Sap (qn) database review; was conducted for this investigation, which disclosed that there were no reject activity findings relevant to the defect associated with the lot number provided for this incident, no qns were initiated. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.